Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. ¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.¿¿pump¿s history and trace files downloaded successfully using thump software. Critical pump error (open book image) alarm confirmed and was triggered by a pump error 55(linenumber=(B)(4). Filenumber=(B)(4). Fatal alarm confirmed in the history files on (B)(6) 2024 at 16:43:00.000. Force sensor zero offset (within) specification (23.4mv). The test p-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, cracked keypad overlay, cracked case on the battery tube side, and cracked battery tube threads. Alleged critical pump error (open book image) alarm confirmed because of fatal pump error 55 alarm. Pump error 55(linenumber=645 filenumber=39) alarm confirmed on the pump history files due to pump error 55 (internal flash crc) was generated on main mcu since the factory parameter crc was not valid- suspecting the hw. Alleged cosmetic damage confirmed where cracked case on the battery tube side and cracked battery tube threads were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product mmt-1812. Troubleshooting was performed, and damaged back of the pump. No harm requiring medical intervention was reported. Product return was requested for mmt-1812. The customer will discontinue using the device, and the customer response was that mmt-1812.